Event description:
It was reported that the patient had a burning and pain around the implantable neurostimulator (ins) site. It was noted that the patient had an appointment with his pain management doctor on (B)(6) 2013. It was noted that action was planned but not yet taken. It was noted that signs and symptoms included burning sensation and pain at the device pocket. Additional information received reported that impedance testing was normal and the patient was reprogrammed with good coverage. It was noted that no malfunctions were seen. It was further noted that a battery change was to be scheduled in (B)(6) and the date is to be determined. It was noted that the patient was still having burning and pain around the device pocket but stimulation coverage was good. It was further reported that the device was removed. It was noted that nothing was seen intra-operatively that would have caused burning. After the replacement, the patient was only experiencing surgical pain at the battery site.

Manufacturer narrative:
Final device analysis of the stimulator revealed no anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.